Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that after approximately two days of therapy, the intra-aortic balloon (iab) waveform was dampened and blood was noted in the tubing. This was then followed by the pump generating a check iab catheter alarm. Blood was noted in helium line with audible leak sound. The pump was put in standby and urgent iab removal was required due to iab rupture. There was no patient harm or adverse event reported.